Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13584 addresses the leveen coaccess electrode, and manufacturer report#3005099803-2013-13585 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the patient's abdomen was ¿opened¿ prior to any ablation attempts. The physician decided to ablate the liver lesion using the leveen coaccess electrode. During the procedure, the rf3000 generator indicated that roll-off was occurring, but the surgeons could not visually see the tissue being ablated. It was reported that the procedure was not completed via ablation with the electrode; instead, a different (¿conservative¿) treatment option was chosen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been tested after the procedure, and the generator passed the tests.

Manufacturer narrative:
Visual examination and the inspection for loose hardware found no issues. A final test, rf delivery with test loads, and stress testing were performed, and the device was found within specifications. Rf on testing was performed while the device was environmentally stressed at low and high temperatures and low and high line voltages; no problems were found. As the device was within all specifications, the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13584 addresses the leveen coaccess electrode, and manufacturer report#3005099803-2013-13585 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the patient's abdomen was "opened" prior to any ablation attempts. The physician decided to ablate the liver lesion using the leveen coaccess electrode. During the procedure, the rf3000 generator indicated that roll-off was occurring, but the surgeons could not visually see the tissue being ablated. It was reported that the procedure was not completed via ablation with the electrode; instead, a different ("conservative") treatment option was chosen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been tested after the procedure, and the generator passed the tests.